Event description:
Same case as MFR report number #: 2134265-2009-02943, -02944, -02945. Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed stent thrombosis. The patient presented for treatment at the time of the index procedure with an acute myocardial infarction (ami). Four taxus express2 stents (2.25x8mm, 3.5x16mm, 3.5x20mm, and 2.5x8mm) were placed in the distal rca (right coronary artery). The stents were not overlapping. The patient was discharged ten days post procedure. The patient presented 1156 days following the index procedure with chest pain. Stent thrombosis of the 3.5x20mm stent was treated with extraction. In-stent restenosis of the proximal rca was treated with a 3.5x12mm unknown taxus stent. The patient was reported to be taking aspirin, metoprololsuccinat, ramipril, and hct at the time of this event. The investigator assessed this event as due to basic disease, probably related to the study devices. The event was resolved with the patient discharged to convalescent care.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.